Event description:
The customer stated that they received an erroneous result for one patient sample tested with elecsys ferritin on a cobas e 411 immunoassay analyzer. The sample initially resulted with a ferritin value of 6.3 ng/ml accompanied by a data flag. The 6.3 ng/ml value was reported outside of the laboratory. The sample was repeated, resulting with a value of 39.1 ng/ml. The repeat value was believed to be correct and a corrected report was issued. The patient was not adversely affected. The ferritin reagent lot number was 33794600, with an expiration date of 31-oct-2019. The field service engineer could not determine a cause. He inspected the analyzer. He cleaned and lubricated the analyzer, changed seals, and changed pinch tubing. He ran performance testing and this passed. The customer did not use disk adapters required for 13 mm. Diameter tubes. For the last calibration performed on 11-feb-2019, the calibration signals are slightly lower than expected. There were no calibration alarms. Controls were within range, so there is no indication of a reagent or instrument issue. The investigation could not identify a product problem. The cause of the event could not be determined.